Event description:
It was reported that this peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2026 due to peritonitis. Additional information was obtained through follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2026 due to abdominal pain. The patient was not diagnosed with peritonitis. The patient had no culture results or white blood cell values documented in the hospital discharge paperwork. The patient was diagnosed with a pd catheter malfunction as listed in the discharge summary. The pd catheter was pulled during the hospitalization. The patient was transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2026 and is completing in-center hd for a few months. The patient will be re-evaluated to see if he can return to pd. There is no indication of a serious injury, patient death, or other adverse event related to a (B)(6) product or other issue warranting further investigation. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).